Event description:
On (B)(6) 2018, a 30mm amplatzer pfo was selected for implant. During the procedure, the right atrial disc deployed in a deformed shape. After three attempts, the 30mm pfo was replaced by a second 30mm pfo. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2018, a 30mm amplatzer pfo was selected for implant. During the procedure, the right atrial disc deployed in a deformed shape. After three attempts, the 30mm pfo was resheathed and replaced by a second 30mm amplatzer pfo. The patient did not experience any adverse consequences and remained hemodynamically stable throughout the procedure and device exchange. As the user did not release the initial device which deformed he did not believe the deformation event had the potential to cause patient harm or injury.